Event description:
It was reported by a friend that the patient suspected an issue with the programming of device. The patient received multiple shocks, because the device thought the heart was beating slower than it actually was. Additional information from the clinic disclosed that the patient received inappropriate therapy as a result of t-wave oversensing (twos) from the right ventricular (rv) lead. The sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 407652 implantable pacing lead, (B)(6) 2010. A d154awg implantable cardioverter defibrillator,(B)(6) 2010. (B)(4).